Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that an operator injured their back while pulling out the bulk reagent drawer to replace consumables on atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the service visit, the cse found that the bulk fluid drawer was not properly situated on the left side rail. Hence, when the operator fully opened the drawer, it shifted and fell off the left side track. The cse reseated the drawer and verified its operation. The cse pulled drawer in and out several times and determined it was secured. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the bulk reagent drawer of an atellica im 1300 analyzer fell when the operator was replacing consumables in this drawer. The operator held onto the drawer as it fell, which contributed to a back injury. The operator visited their doctor. No serious injury was reported; details of the treatment provided and severity of the back injury were not disclosed to siemens. This MDR is being filed in an abundance of caution. There are no known reports of adverse health consequences due to this event.